Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device was determined to be operating within the required specifications without malfunction. Review of the data log did not confirm the reported no audio output.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 cgm had alerted her of her dropping glucose levels with a reading at 38 mg/dl. Patient ate some food but 5 minutes later, cgm provided a second reading at 30 mg/dl. Patient was coherent and called paramedics. Paramedics measured patient¿s readings at 40 mg/dl and stayed with her until her reading rose to 70 mg/dl. Paramedics did not treat patient. Patient claims that cgm¿s alarms were never triggered by the low readings. While on the phone with dexcom technical support, cgm¿s audible and vibratory alarms were tested and triggered successfully. At the time of her call to dexcom technical support patient was feeling well.